Event description:
The pt said they used the suspect device to check their blood glucose and thr result was 378mg/dl. Pt said they felt low and decided to go to bed. Family member tried to wake pt and pt did not respond. Family member called the ambulance. Pt said the emergency medical technician tested their glucose and the level was zero. Pt was treated with a glucose IV in the ambulance and then given a glucose shot at the hospital. Pt was also given a turkey sandwhich. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.